Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the stent failure to open was not determined. It is unknown if the pipeline been placed in a vessel bend when it failed to open or if there were any additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
H3: product analysis: ¿equipment used: video inspection system (m-81805) ¿as found condition: the pipeline flex device was returned for analysis inside a dispenser coil, inside an open pipeline flex inner pouch, inside a clear sealed biohazard plastic pouch, and inside a shipping box. ¿damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. The braid¿s distal end was found open and frayed with dried blood, while the proximal end was open and frayed. The braid¿s middle section was found fully open without damage. No other anomalies were found. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the returned pipeline flex braid¿s distal end was found to be open and frayed with dried blood. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, which rules out patient vessel tortuosity as a potential cause. There was no information regarding the pipeline flex device being deployed in the vessel bend. Therefore, we cannot rule out the user deploying the braid in the vessel bend as a possible cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistan ce, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the phenom 27 microcatheter and pipeline flex dense mesh stent (ped-425-20) were in place, the microcatheter was withdrawn, but the tip of the stent failed to open. Multiple attempts were unsuccessful. The stent was replaced with a ped-425-18 dense mesh stent, and the procedure was successfully completed. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, ophthalmic artery aneurysm with a max diameter of 7 mm and a 4 mm neck diameter. The landing zone arterial diameter was 6 mm distally and 10 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure reported ophthalmic artery aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.